Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the rv lead revision procedure, it was observed the ICD had migrated. It was also noted that the rv lead had been crushed by the migration of the ICD. Device remains implanted. Patient condition was good.